Event description:
It was reported that the customer received a motor error alarm on the insulin pump during priming. The customer's blood glucose was 160 mg/dl. During troubleshooting, it was found that the insulin pump was exposed to a positron emission tomography scan. The customer does not use the sensor feature on the insulin pump. She was unable to rewind the insulin pump and was advised to discontinue use and revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).